Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed.no product was returned, or pictures provided; visual and dimensional evaluations could not be performed.the device history record was unable to be performed as the lot number of the device involved in the event is unknown.radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lateral radiograph of the knee shows unicompartmental knee arthroplasty components. Broken-off drill pin appears to be retained within the proximal tibia anteriorly. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomer will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after reviewing the post-operative x-ray images, it was identified that the quick-release drill pin had broken off and it remained inside the patient's body. Attempts have been made and no further information has been provided.